Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 method code of initial MDR indicates: device not returned section h6 method code of initial MDR should indicate: device not returned, analyses of information provided by user or third party. Section h6 results code of initial MDR indicates: no findings available section h6 results code of initial MDR should indicate: software problem identified. Section h6 conclusion code of initial MDR indicates: cause not establish section h6 conclusion code of initial MDR should indicate: cause traced to software coding. Section h11 additional mfg narrative of initial MDR indicates: the customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined. Section h11 additional mfg narrative of initial MDR should indicate: the customer's device was not returned to stryker for evaluation. The customer contacted stryker technical support over the phone. The customer confirmed they were on software version 109 and that they did initiate the user test immediately after power on. The technical support specialist verified the reported issues over the phone and informed the customer that this is due to a known issue involving the user test being initiated immediately after power on. The customer was satisfied with this resolution and did not request an evaluation. They were able to clear the codes and successfully pass a user test. The lp15 v4 software version 109 and greater adds an additional h bridge test when the device is powered on. The same h bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 and a036 or a51e is logged in the device. Performing 2 h bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up. The device remains with the customer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.